Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4)

Event description:
As reported (B)(6) 2016, a female patient of unknown age presented for a microwave procedure of the liver. During the procedure, the treating physician felt that during the ablation the applicator needle might have migrated due to patient movement during the ablation. Due to this migration, the physician performed a second ablation, deeper into the lesion. Post procedure, there was a slight redness and swelling the size of a dime at the applicator insertion site. A cool compress was applied to the site as a precaution and the patient was monitored for approximately one hour before being released. It was reported the patient suffered no permanent harm or injury due to the event. . It was reported the disposable device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user.

Manufacturer narrative:
As the associated reported device was not returned, angiodynamics was unable to perform a device evaluation. The reported complaint description of patient presenting red and raised skin is confirmed based on the description. There was no report of a device or system malfunction during the procedure. It was stated that the needle may have migrated due to the patient's respiration. Although the complaint is confirmed, a definitive root cause cannot be determined. A shifting needle may have contributed to the irritation presented on the insertion site skin. A review of the lot history records was performed for the applicator lot obtained through the shr for any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).